Event description:
Per the information provided to co by the physician's office, the device was removed due to "pain" and "recurrent infection". As reported to co, the entire device was removed and not replaced. 5/5/97 - upon receipt of additional information provided by the physician/surgeon, he stated,... "The device was removed due to infection. Pus was found in the corpora".